Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0m0yx, implanted: (B)(6) 201, product typ: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. They would feel stimulation and then it would go away. Their brain would get used to stimulation. The patient did not think their programmer was working. While on the call, the patient was able to connect. Stimulation was confirmed off. The patient turned stimulation on and increased from 5.1 v to 5.2 v. The patient felt stimulation. Reprogramming was performed. The patient had greater than fifty percent symptom reduction and recovered without permanent impairment.

Event description:
It was reported the patient needed assistance adjust stimulation. While on the call, the patient turned stimulation down to 3.5 v. The patient had been having issues at night. They had bladder and muscle spasms due to the bladder wanting to release. The patient had only had two dry nights. The patient would start out feeling stimulation, but then they would not feel it all the time. It was reported the patient did not have greater than fifty percent symptom reduction. The patient experienced a gradual loss of therapeutic effect and a gradual loss of stimulation. Reprogramming was performed. The patient recovered without permanent impairment. Three weeks later, the patient was retaining urine. They had an urgency to go, but could not. The patient had a history of urinary tract infections and had a test scheduled to check for infection. The patient increased from 4.9 v to 5.0 v and felt comfortable stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.